Manufacturer narrative:
Device was returned for eval. Magnification shows galling on the outside of the inner blade and scratches in the cavity of the outer blade. These area characteristics of force being applied; however, no firm conclusion can be made at this time.

Event description:
The blade left metal shavings in the joint. The surgeon attempted to flush out the shavings from the joint and could not get the joint completely free of them. Another shaver blade was used to finish the case.